Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - meal announcement misuse.

Event description:
On (B)(6) 2025 the patient reported experiencing hyperglycemia with a blood glucose (bg) level of 300 mg/dl that persisted for more than 90 minutes. The patient acknowledged announcing meals as ¿greater than usual¿ in order to receive more insulin and was counseled on appropriate meal announcement practices. The event was corrected with insulin from the ilet, and by the following day bg was trending downward at 295 mg/dl. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.